Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -8.00 diopter, tore during loading. Cause of the event was other. Reportedly, "lens tear due to catching on injector." The problem was resolved. Status of the eye is reported as, "no problem."

Manufacturer narrative:
H6: work order search found no similar complaints. Claim#(B)(4).